Event description:
Reporter alleged being treated at the hospital emergency room (ER) based on discrepant blood glucose, results of 290 mg/dl on the customer's advantage system meter compared to the ER measurement of 38 mg/dl when testing was performed 10 minutes apart. As a result of the comparison, customer was treated with an IV, unk contents. No other report of other actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve lot 549076 with an expiration date of 06/30/07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.